Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented with a preoperative diagnosis of adjacent level lumbar stenosis. The patient underwent the following procedures: hardware removal, pedicle screws and rods from l4 to s1 and placement of rods and screws from l3-4 with a posterolateral arthrodesis and fusion; lumbar laminectomy, foraminotomy, facetectomy at l3-4 bilaterally; repair of dural defect at l3-4 on the left side. Once decompression of the l3-4 interspace was complete, the bilateral gutters were irrigated and decorticated leaving the bone dust there for fusion mass. Rhbmp-2/acs was then placed directly on top of the transverse processes and lateral pars. On top of that, the b-bone from the decompression was placed and another layer of rhbmp-2/acs and then a block of mastergraft. This was done bilaterally. Per the op notes, during dissection of ligamentum flavum from the left side, a dural rent was created which extended throughout the entire length of the exposure. Sutures were placed in the dural tear and this was close superiorly to inferiorly in a water tight fashion. It was noted that the previous fusion was intact. (B)(6) 2013: the patient presented with a preoperative diagnosis of spinal stenosis l2-3. The patient underwent the following procedures: 1. Removal of previous legacy instrumentation at l3-4; 2. Exploration of fusion mass at l3-4; 3. Re-instrumentation at l2-3 with pedicle screw instrumentation system; 4. Local bone graft with 10 mm's of competitors graft for bone grafting and fusion at l2-3. Following decompression at l2-3, local bone graft and 10 milliliters of a competitor's graft with a medium rhbmp-2acs was used for bone grafting at l2-3 bilaterally. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.